Event description:
The customer reported that the IV set male luer broke off in PICC line hub. The two products were connected hub to hub.

Manufacturer narrative:
No product will be returned per the customer. The customer¿s complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.